Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 12 atms. The number of inflations and to what atms is unknown. The lesion being treated was in the proximal right coronary artery (rca). The quantum maverick monorail balloon was being used to post-dilate an unknown stent. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
Product analysis verified the difficulty stated in the complaint. The balloon catheter with the balloon in a deflated state was received in good condition with no damage observed. Visual and microscopic examination of the balloon material revealed a tear in the balloon wall located 1.5 centimeters proximally from the distal tip. Microscopic examination in the area of the leak revealed a small tear in the balloon material. Examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear. The exact cause of the tear could not be determined. The product specification states that the rated burst pressure for this device is 18 atmospheres. Generally, the catheter must be subjected to pressures exceeding rated burst pressure before such a leak occurs. No issues were noted with the balloon material and with the ro markers that could have contributed to the leak. There are a number of factors that may influence a complaint of this nature, these included the stenosis and calcification levels, the levels of tortuosity of the vessel or if the lesion was predilated. During the manufacturing process, all units are tested for balloon leaks. The manufacturing records for top assembly batch 7621107 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the balloon leak could not be determined.